Event description:
It was reported by service report that the side rail weld was broken and there were exposed sharp edges. It was also reported that the siderail would not latch upright. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.